Manufacturer narrative:
Unit received with cracked and bleeding lcd glass. Unable to perform operating current and functional test, including the displacement test, rewind test, basic occlusion test, occlusion test, prime/delivery test and excessive no delivery test due to cracked and bleeding lcd glass. Also unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call to have experienced display anomaly. Customer reported that half of the display was missing. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.